Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg stat results for 1 patient on a cobas 6000 e601 module. The initial result was 4.92 miu/ml. The sample was retested on another module, and the repeated result was 1 miu/ml. This result was believed to be correct. The sample was repeated because the patient had a negative urine screen result.

Manufacturer narrative:
The successful calibration on 04-jul-2025, was performed with the new calibrator made with fresh di water. The issue was resolved after the customer used new di water to make new calibrators. The investigation did not identify a product problem. The investigation did not identify a specific cause of the event.

Manufacturer narrative:
The qc was within the customer's range. The field service engineer (fse) inspected the analyzer and found no hardware issues. He confirmed that water and gear pump pressures were within specifications, inspected the syringes, and found no issues. The fse cleaned all probes and verified that adjustments were within specifications. He confirmed that reagents/consumables were all in their correct positions. The fse performed mechanism checks and found no signs of leakage. He did a performance check and precision studies, and they were within specifications. The customer loaded a new pack (from a different shipment) and recalibrated on (B)(6) 2025, and the calibration was within ranges. No further issues were reported afterward. The investigation did not identify a product problem. The cause was traced to transportation/storage issues.